Event description:
The pt was supported with a biventricular assist device (bivad). The vad coordinator reported that last night while the pt was on battery support, a change battery alarm in slot b was observed. The pt tipped the machine toward her to get a battery out of the pocket and received beeping tones. It sounded like the driver then powered down transiently. The pt observed "initializing" message on the driver screen and low vacuum alarm was observed. The pt had no symptoms and the alarms resolved immediately. There was no intervention. When the pt checked her batteries on the next day before leaving her room, she had 4 lights on one battery and 5 on the other. The pt walked down to the lounge and plugged in. The pt heard the motor slow down, the driver completely stopped pumping, and she felt dizzy and light headed. The driver powered back up and she saw the low pressure alarm while she was in the auto mode. The pt walked back to her room and was switched to the ddc. The nurse noted on the tablet that both batteries were half full which she didn't expect because it should drain one battery then the other. The nurse also had the felt that batteries in the b slot were draining sooner than expected. The nurse was uncertain if it was an issue with the battery or the slot. The driver is being returned for evaluation.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.